Event description:
It was reported that during a supply change the let user could not secure the infusion set connector to the pump, as the connector would rotate without locking. The agent identified the connector was not properly inserted into the cartridge, guided replacement with a new connector, and the user completed the change without issue. No reported adverse clinical effects. Outcomes included successful completion of the supply change with education on best practices. Investigation included remote troubleshooting and user education. Investigation of this case revealed user technique error leading to improper engagement of the infusion set connector with the cartridge, resolved by using a new connector and correct insertion technique. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use and connection technique.